Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the hublock brakes will hold for going reverse, but when you push forward, they will not hold and make a clicking noise.